Event description:
It was reported that the ilet displayed alarm 61 described as an external flash write error, the user restarted the device which cleared the alarm, and the user later experienced hyperglycemia that was attributed to an infusion set issue rather than the device alarm. Symptoms included elevated blood glucose levels without reported injury. Outcomes included no hospitalization and resolution of the alarm after device restart, with glycemic control affected due to the infusion set issue. Investigation included customer interview and technical review of the alarm behavior with user troubleshooting and education. Investigation of this case revealed that the alarm cleared with a restart and that the elevated glucose was explained by an infusion set problem, not by a device memory write error. It was concluded that the device functioned as designed after restart, and that the hyperglycemia was due to a non-device infusion set issue rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.